Event description:
Caller reports patient's ins was at discharged and charged up to 20%. Caller patient has lead implanted in the cervical area. Stimulation increased to 20ma using electrode 0/1, patient feels no stimulation and no message seen when stimulation increased to 20ma. Electrode impedance: reference 0 1: 1720 ohms 2: 2720 ohms 3: 3380 ohms 4: 4150 ohms reference 1 2: 1650 ohms 0: 1720 ohms 3: 2470 ohms caller reports electrodes 4 and beyond, impedance increases. Caller reports x-ray was performed, nothing seen, no fracture. Caller reports patient indicated no fall or trauma. Cannot correlate activities with loss of therapy. Impedance re-check while patient moving her neck: reference 0 1: 1560 ohms 2: 2870 ohms 3: 3540 ohms 4: 4310 ohms reference 1 0: 1560 ohms 2: 1840 ohms 3: 2670 ohms caller reports using electrode: 0/2: oor seen at 4.2ma troubleshooting performed, reprogrammed done, patient continues to feel no stimulation. Redirect caller to patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the reason for the high impedance was not determined. Reprogramming was done on 6-mar and the issue was resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated patient reported therapy issues starting last night. Patient was see in-office today and upon checking impedances, contacts 6 and 7 had high impedances. However, caller stated that on the other lead, impedances were showing as green but the values were around 18k ohms. Caller stated they reprogrammed around the high impedances but were concerned given the contacts were showing green but yet had elevated impedances. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed that the colors are assigned based on an algorithm which isn't always intuitive. Tss suggested to send in the session report with the full impedance readings and tss can review to see if it is aligning with how the algorithm works.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports patient not feeling stimulation even when stimulation was up to 12ma. This was the cervically placed surgical lead from (B)(6) 2024. Rep said electrodes 8, 9, and 10 have high impedances at 7300 ohms, 12k, and 8k ohms respectively. Issue started a week or two ago, patient didn't report any fall/trauma. Technical services(ts) recommended x-ray to check position, given that further programming didn't allow patient to feel stimulation.

Manufacturer narrative:
H1: a correction was made to address the change to event severity in h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Continuation of d10: product ID 977c290 serial# (B)(6) product type lead. Please refer to rr # 3004209178-2025-15277 for previously reported information regarding ins explant. Any new information will be reported in rr# 3004209178-2025-04109. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the ins replacement was on (B)(6) 2025 and was made aware then. Therapy issue patient could not feel paresthesia even when impedance check looked okay. This occurred during normal use. Plan was to replace paddle cervical lead. When pocket was opened leads came out of battery without loosening set screws. Rep reported they hypothesized they either loosened over time or never were tightened at last surgery. Issue resolved. Device reported to have been returned for analysis.